Manufacturer narrative:
The device was returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation determined that the device failure to complete its internal self-test was most likely due to the outlet flow sensor, however, the returned astral was not in its original condition upon its arrival, therefore the initial customer complaint could not be confirmed. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4). Note: at the time this self-test complaint was reported to the manufacturer it was assessed as being a non-reportable event. The investigation identified new information to change the assessment to reportable.

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.